Event description:
Md prepped right leg after removal of a.o. External fixator. He then used q-tips x2 from prepset with h2o2 to clean out pin holes. Both q-tips cotton parts were retained in the pin holes. There was attempted removal post surgery of the q-tip portions which was unsuccessful. During the attempt to remove tips another instrument broke & was retained in bone. Codman right micro hardy enucleator. Report to follow.